Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
Material # unknown, 386862 lot # unknown, 5081568. It was reported by customer that safety mechanism on cathena catheter failed to work. Safety mechanism on cathena catheter failed to work leaving an exposed needle and failure to use the IV catheter. Happened on 2 separate patients, same issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.